Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 16 mg/dl resulting in a car accident. Reportedly, the customer broke 2 ribs in the accident and went to the emergency room (ER). The customer was treated with intravenous (IV) glucose, and a day later, left with a bg level in the 90's (mg/dl) and in stable conditions. Reportedly, the customer's basal rate settings had been set too high and the bolus delivered was larger than necessary. Recommendation was made to consult with health care provider regarding diabetes management.